Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a roux-en-bypass surgery, the device would not cut tissue. No patient injury occurred. Examination of the received device on september 27, 2016 found the insulation close to the jaws is damaged and some underlying webbing is exposed. The exposed piece is not sharp.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 10/05/2016. Date of follow-up report: 11/09/2016. One used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. Visual inspection identified a piece of webbing was protruding from the clevis area. The webbing was not sharp. Further examination found the knife was out of alignment with the jaws and would not function when the trigger was activated. Instead of advancing, the knife would contact the back of the seal plate. This issue can occur when excessive tension is placed on the jaws, forcing them out of alignment. If the trigger is forced when the jaws and knife are out of alignment, it can cause one of the webs to break and protrude from the device. The investigation found the cause of the reported issue to be user error. The instructions-for-use included with this product lists cautions to prevent this issue, stating "do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism". Review of the device history records for this lot found no potentially contributing factors to the reported issue.

Manufacturer narrative:
(B)(4). Date of initial report: 10/05/2016. Date of follow-up report: 11/09/2016. Date of second follow-up: 11/09/2016.